Event description:
Allegedly the patient was revised due to mom complications: pain; metallosis; inflammation; pseudo tumors and bone erosion.

Manufacturer narrative:
This incident was captured under another incident group 13120035-13120038, which will be reported under that incident group number. This incident group will be voided ((B)(4)).